Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly the t lock was bent. Customer changed cartridge and infusion set to resolve the issue. Customer¿s blood glucose level was approximately 196 mg/dl.